Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during initial drain on the home choice (hc). The clamp was open on the unused line. The home patient (hp) cycled the power off/on to the system error 2367. The hp cycled the power again and the system errors did not repeat. There was patient involvement; however, there was no patient injury or medical intervention involved in this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no lot number provided; therefore, a batch review could not be conducted.